Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08438. It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the burr had difficulties in advancing over the rotawire and became stuck. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.